Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 19 mmol/l. Troubleshooting was performed, and the prime and high pressure test passed. The insulin pump alarmed no delivery serval times prior to the event. The customer's infusion set was changed, but the no delivery alarms persisted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.